Event description:
The customer reported falsely elevated architect stat troponin-I for two patients. The following information was provided (reference range <30): (B)(6) 2024, initial troponin result= 68.7; repeat results= 9.9 and <7 sid (B)(6), initial troponin result= 65.4 mg/ml; repeat result= <7 mg/ml; repeat on other architect= 10.907 mg/ml (reported out of the lab) there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
There was no definitive part identified as the issue for the architect i1000sr (01l86-40) serial number (B)(6). Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6) and no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect i1000sr did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect i1000sr processing module for serial (B)(6) was identified.

Event description:
The customer reported falsely elevated architect stat troponin-I for two patients. The following information was provided (reference range <30): (B)(6) 2024, initial troponin result= 68.7; repeat results= 9.9 and <7. Sid (B)(6), initial troponin result= 65.4 mg/ml; repeat result= <7 mg/ml; repeat on other architect= 10.907 mg/ml (reported out of the lab). There was no impact to patient management reported.